Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Following readings were obtained within 10 minutes: 19.5 mmol/l, 10.0 mmol/l, 12.9 mmol/l, 10.7 mmol/l, 9.1 mmol/l, 14.2 mmol/l , 7.9 mmol/l. No adverse event was reported. A request was made for the return of the meter and strips.